Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing with a known good battery, which included all functional testing without duplicating the customer's report. An internal inspection found no discrepancies. The customer's battery was not returned for evaluation. Reviewed of the device data logs showed numerous power faults, low battery and replace battery messages. If a low battery message appears during testing, it indicates that the battery is close to depletion and should be replaced or recharged. No fault was found with your device. The finding is user ignored advisory messages. No trend is associated with reports of this type.